Event description:
It was reported the patient experienced a loss of therapeutic effect. It was further reported the patient was having lower back and left leg pain again and ¿it was going numb and tingling all the way down to her feet again.¿ it was stated the patient had been experiencing pain since the month prior to report. It was reported the patient was originally set to 2.6 or 2.7 volts and that setting was fine for the patient. It was further reported that ¿the other day¿ prior to report the patient could not feel her stimulation. It was stated she turned it up to 3 volts and the ¿stimulation was barely there¿ at that time. It was reported that the patient¿s stimulation condition had started about a month prior to report. It was noted the patient¿s l4 and l5 vertebral disks were fused and the patient¿s physician was worried about the one above those at the time of report. It was further noted the patient¿s physician had ordered a cat scan for the patient. It was reported the results of the cat scan indicated everything looked ok and that nothing had changed on the cat scan since the last time the patient had an MRI. It was noted the patient denied experiencing any falls or traumas. The patient was redirected to her healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 7754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).